Manufacturer narrative:
Device analysis report attached. This report is submitted on february 13, 2023.

Manufacturer narrative:
This report is submitted on december 28, 2022

Event description:
Per the clinic, the patient experienced a migration of 18 electrodes out of the cochlea. The device was electively explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.